Event description:
It was reported via the implant patient registry (ipr) that the patient expired five days post transcatheter aortic valve replacement (tavr). After the initial report the medical records pertaining to the event were obtained. Per the operative report, the patient tolerated the procedure well without complication and was transferred to the intensive care unit in stable condition. A post tavr echo indicated that the sapien valve appeared normal in structure and motion, with a mean gradient of 4mmhg and no aortic regurgitation. On the date of the patient's demise, the patient was reintubated due to respiratory failure, shock, oliguria, and acidosis. Neither a death certificate nor any other reports indicating the cause of death or any additional information were available.

Manufacturer narrative:
Despite exhaustive attempts, the cause for death remains unknown. Although the cause of death in this case cannot be confirmed, it appears likely that the patient expired due to multi-system organ failure, as evidenced by the reintubation operative note from the day the patient expired. In addition to the procedure itself, the patient's advanced age, history of obesity, and underlying comorbidities (cad, acute renal failure, acute hyperkalemia) likely contributed to the event. Of note, post tavr echo reports indicated that the sapien valve was functioning normally with no aortic insufficiency.complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.